Event description:
It was reported that during a procedure the physician was lasing, and the fiber broke halfway down on its own. Another fiber was used to complete the procedure without patient complication.

Event description:
It was reported that during a procedure the physician was lasing, and the fiber broke halfway down on its own. Another fiber was used to complete the procedure without patient complication.